Event description:
The report received from the (B)(4) study states that the patient experienced visual spots in his right eye during aspiration of the catheter through the area above the stent. Neurologically there were no symptoms. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The patient's medical history includes coronary artery disease. The target lesion was the proximal right internal carotid artery (ica). The rate of stenosis was 52%. An angioguard (601814rmc / lot 70212496) embolic protection device was positioned distal to the lesion and a precise (pc0730rxc/ lot 15255840) stent was deployed at the target lesion. The stent was post-dilated by a non cordis balloon and the filter was aspirated. Post stent deployment the patient experienced visual spots in his right eye during aspiration of the area above the stent. The angioguard device was successfully retrieved and no evidence of intracranial embolization was noted. Neurologically there were no symptoms. The visual spots spontaneously resolved. There was not treatment medically for the event. The nih stroke scale was repeated within 24 hours post procedure/discharge by the physician and there were no abnormalities noted. The patient was discharged the next day with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00043 and 9616099-2012-00273.

Manufacturer narrative:
The report received from the (B)(4) study states that the patient experienced visual spots in his right eye during aspiration of the catheter through the area above the stent. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The patient's medical history includes coronary artery disease. The target lesion was the proximal right internal carotid artery (ica). The rate of stenosis was 52%. An angioguard embolic protection device was positioned distal to the lesion and a precise stent was deployed, post-dilated by a non-cordis balloon and then the filter was aspirated. Post stent deployment the patient experienced visual spots in his right eye during aspiration of the area above the stent. The angioguard device was successfully retrieved and no evidence of intracranial embolization was noted. Neurologically there were no symptoms. The visual spots spontaneously resolved. There was not treatment medically for the event. The nih stroke scale was repeated within 24 hours post procedure/discharge by the physician and there were no abnormalities noted. The patient was discharged the next day. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow potentially resulting in neurological symptoms. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00043 and 9616099-2012-00273.